Event description:
It was reported that both system and normal mode diagnostics resulted in high lead impedance. The pt's generator was programmed off and x-rays were taken and received by the manufacturer. The x-rays were evaluated and no gross lead discontinuities were observed on the portion of the lead that was visible as there was a part of the lead that could not be assessed. The pt underwent both generator and lead replacement surgery that took longer than expected since the surgeon removed the old electrodes from the nerve. Good faith attempts to obtain the product and additional info have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.